Event description:
It was reported that prior to an unk procedure, the inner packing fell apart, which caused the devices to be unsterile. No pt consequence.

Manufacturer narrative:
Eval summary: these four packages most likely came from the same cycle. A corrective action plan has already been implemented. Packaging personnel have been made aware of this complaint via awareness training and complaint analysis. The following conclusion is in relation to the investigation: following a machine process stop, the machine was not allowed to complete its sealing cycle. The following this incomplete sealing cycle, the reject bin that moves up in the order to send rejected cycles to the reject bin did not react in time to the reject signal that was sent by the machine software. This series of events caused four packages with little or no seal to be placed onto the inspection conveyor. The batch history records were reviewed with no defects or non-conformances noted.